Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported when the heart lung console was unplugged from the ac outlet, the system did not switch to back-up battery power as expected. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.